Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the undeployed state when the device was received. The data showed that the first priming sequence ended at 21 pulses and deactivation occurred at 31 pulses. Rotational sensor errors were observed in the data. The rotational sensor errors were reproduced on the rerun data. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.